Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an anterior capsule tear of the right eye following the laser portion of laser assisted cataract surgery. The capsulotomy was completed without tear occurence. During irrigation and aspiration the tear occurred at 12 o'clock. The patient is reported as recovered. Additional information received; the surgeon indicates that the capsulotomy performed by the laser was not good and feels the laser contributed to the event. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.